Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricle assist system (lvas), serial number (B)(6) , could not be conclusively determined. It was reported that the patient had an episode of paroxysmal atrial fibrillation on (B)(6) 2021. Moderate right ventricular (rv) dysfunction was discovered through an echocardiogram (echo). Overnight into (B)(6) 2021, the patient experienced worsening lactic acidosis and elevated heart rate. The patient received treatments to stabilize heart rate and for ongoing fever and hypotension. On (B)(6) 2021, the patient developed vasoplegia in the context of fever and was cultured and started on antibiotics. That same day, the patient developed increasing venous hypertension, oliguria, and lactic acidosis, and was not responsive to an inotrope increase. A bedside transesophageal echocardiography (tee) showed signs of severe rv dysfunction. Volume removal was performed, and the patient received a right ventricular assist device (rvad). On (B)(6) 2021, examination revealed acute hepatic dysfunction as evidenced by mild transaminitis. The patient¿s creatinine level increased. Continuous veno-venous hemofiltration (cvvh) was started on (B)(6) 2021. On (B)(6) 2021, high-flow nasal cannula (hfnc) therapy was performed. The patient¿s hemodynamics worsened over the course of the day with increased central venous pressure (cvp) and worsening lactic acidosis. Rvad support was increased and aggressive fluid removal was performed. On (B)(6) 2021, hemoptysis was discovered. Eventually, there was worsening hypotension, hypoxia, and high peak air pressure. A bronchoscopy was performed and multiple clots were removed. The patient received 1 unit of packed red blood cells (prbc) overnight. On (B)(6) 2021, the patient developed an infection which was believed to be related to infection of the lvad. The patient was treated for the infection and lines were exchanged. On (B)(6) 2021, the patient¿s hemoglobin level decreased and there was frank hemoptysis and bloody secretion from tracheostomy and bleeding via the left femoral line. Bronchoscopy was performed to embolize the bilateral bronchial artery. The patient received 2 units of red blood cells and intravenous (IV) anticoagulation was held. On (B)(6) 2021, it was reported that the patient passed away from cardiogenic shock due to multisystem organ failure on (B)(6) 2021. The patient¿s family reportedly withdrew care. It was reported that heartmate 3 lvas, serial number (B)(6) , would not be returned for evaluation. The patient expired with most issues ongoing/unresolved. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists right heart failure, cardiac arrythmia, multiple types of organ failure/dysfunction (including respiratory failure, renal dysfunction, and hepatic dysfunction), infection, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists arrhythmia and infection as potential late postimplant complications. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 between 2300 and 0100 the patient required increased norepinephrine of up to 40 mcg/min with increased pressure in the 50s. There was also a significant hemoptysis via tracheostomy. The lvas was at 5100 rpm with a flow of 4.2 -4.6 lpm and their rvad was at 4750 rpms with a flow of 4.3 -4.6 lpm. There was eventually worsening hypotension, hypoxia, and high peak air pressure. A bronchoscopy was performed, multiple clots were removed. The heparin gtt was turned off and the patient received 1 unit of packed red blood cells. The patient was found to have increased lactic acidosis. An exploratory laparotomy revealed that there was no intra-abdominal cause for the elevated lactate and there was no mesenteric ischemia found on exploratory laparotomy. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site was unsure of the source of the infection but deemed it likely to be related to infection of the lvad, persistence likely secondary to shock. The patient was treated with fluconazole and lines were exchanged. The patient passed away on (B)(6) 2021. The family withdrew care due to multisystem organ failure. No additional information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had bleeding via the left femoral line. Vascular surgery was consulted for femoral arterial bleeding and the line was removed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021 the patient had an episode of paroxysmal atrial fibrillation. The patient had an ech which revealed moderately rv dysfunction with marginal hemodynamics and persistent lactic acidosis. Cvvh(continuous veno-venous hemofiltration) could not be started due to cvp(central venus pressure) in the 20s. Overnight into (B)(6) 2021 the patient had a worsening lactic acidosis, increasing norepinepherine requirements and the heart rate was in the 200s. Three boluses of amiadarone were administered to the patient. Electrical cardioversion was performed twice, then the patient converted to sinus tachycardia. An amiodarone drip was started. The patient was also given a bolus of antibiotics and stress dose of steroids for an ongoing fever and hypotension. Given the hemodynamic compromise, the patient went back to the operating room for an emergency rvad placement. On (B)(6) 2021 the patient had an exploratory laparotomy due to a concern for mesenteric ischemia, lactic acidosis and shock. On exam, the abdomen was softly distended, no frank peritoneal signs. It was noted that the patient was sedated and on analgesics. Tube feeding was held, ng(nasograstic) tube was on low suction. There was also acute hepatic dysfunction as evidenced by mile transaminitis. The right upper quadrant ultrasound: no evidence of acute cholecystitis, biliary stasis and hepatic congestion secondary to rv failure. It was reported that on (B)(6) 2021 the patient developed vasoplegia with increasing pressor requirement in the context of fever. The patient's lvad flows were reported to be adequate. The patient was cultured as well on (B)(6) 2021. The patient was extubated on (B)(6) 2021 to hfnc after meeting criteria. During the course of the day, the patient's hemodynamics worsened, requiring increased vasopressor suppressor support. Cvp also increased up toe 18cm h2o with worsening lactic acidosis. Rvad support was increased to 5l/min and aggressive fluid removal up to 400cc/h. The patient was later reintubated. The patient's creatinine elevated to 1.8 on (B)(6) 2021. The patient was on strict intake/outtake with daily weight and foley. The patient was still on cvvh at(B)(6) 2021. It was reported that between 2300 and 0100 on (B)(6) 2021, the patient required increased norepinephrine of up to 40mcg/min with increased pressure in the 50s. The patient also had significant hemoptysis via tracheostomy. There was eventual worsening hypotension, hypoxia, and high peak air pressure. Bronchoscopy performed, multiple clots were removed. Heparin gtt was turned off and the patient received 1 unit of packed red blood cells. It was reported that the patient passed away due to cardiogenic shock due to multisystem organ failure secondary to right heart failure on (B)(6) 2021. It was noted to be related to the patient condition. The device operated as intended. It was reported that there was no device issues that may have contributed to the patient's death. No additional information was provided.